Event description:
During testing it was reported that the product over-heated. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed corroded bearings and foreign debris contamination. The presence of corrosion and debris can lead to increased friction among rotation components, resulting in heat being generated.